Event description:
"Lap chole - safety shield stayed retracted after insertion."

Manufacturer narrative:
Product is currently being evaluated by engineering. Will send follow-up report once evaluation has been completed.